Event description:
The customer reported discrepant high d-dimer results for 1 patient tested 6 times in a day. No diagnosis or treatment provided. No ae.

Manufacturer narrative:
Investigation conclusion: the customer's complaint was not replicated during in-house testing of retained devices of lot number t14114n. Devices of the complaint lot performed properly when testing with normal edta whole blood from normal "apparently healthy" donors, no issues with d-dimer recovery were observed. Lot performed within specification. Manufacturing batch records for lot t14114n were reviewed and found that the lot met final release specifications. Based on the information available, there is no indication of a product deficiency and no correction action is required.